Event description:
On (B)(6) 2022, the customer reported non-reactive sars-cov-2 igg (1st is) (access sars-cov-2 igg (1st is) assay, part number c74339, lot number 124757) results were generated for one vaccinated patient on the customer's unicel dxi 600 access immassy w/dual gantry analyzer (part number a71461 and serial number (B)(4). The patient result was non-reactive at 6.31 iu/ml on (B)(6) 2022 (non-reactive <30 iu/ml). Previous values were obtained at 8.95 iu/ml on (B)(6) 2021 and 1.89 iu/ml on (B)(6) 2021 (no original data was provided). The sample from (B)(6) 2022 was tested with two alternate methodologies: - with the anti-sars-cov-2-s quantitative roche method, the sample result was positive at 317 bau/ml (positive above 0.80). - with the anti-sars-cov-2 s1/s2 diasorin liaison method, the result was positive at 91.6 bau/ml (positive above 33.8). The patient was vaccinated with a pfizer biontech vaccine (no detail provided). There was no report of an injury or illness to the patient attributable to the output from the device in this event. No hardware errors or issues with other assays were reported in conjunction with this event. Calibration passed on (B)(6) 2022 with reagent lot 124757 and calibrator lot 124760. System check passed on 14jan2022. Qc was passing within the laboratory¿s established ranges. One patient sample was sent to the marseilles chu (complaint handling unit) for investigation. There were no issues with sample integrity reported by the customer. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer.

Manufacturer narrative:
The fill patient identifier is (B)(6). Device evaluated by MFR: the access sars-cov-2 igg 1st is reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. One patient sample was sent to the marseilles chu (complaint handling unit) for investigation. Patient sample was tested with the sars-cov-2 igg (1st is) assay. The marseilles chu obtained one non-reactive result closed to the results obtained by the customer. No manufacturer guarantees both a specificity and sensitivity of 100%. Differences in each individual assay are expected. The concentration of sars-cov-2 igg in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods and reagent specificity. Values obtained with different assay methods should not be used interchangeably. As shown in the who study, ¿establishment of the who international standard reference panel for anti-sars-cov-2 antibody¿, mattiuzzo et al., variability of quantitative results with the who 1st is is evident manufacturer to manufacturer and method to method. Variation amongst quantitative results of serology assays are expected even when traceable to the same who international standard. Some factors which may contribute to variability of inter-manufacturer results are affinity of the antibodies in positive samples, assay format, and clinical decision points for the assay. Although variability amongst quantitative results is expected, it is important to note that the qualitative result should be in alignment with the results of manufacturers who also have a who traceable igg assay. In conclusion, a cause for this event cannot be determined with the information supplied. The sample was tested and it confirmed the non-reactive results obtained by the customer. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.